Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset guidance and assisted the caller through the process. After the pump was reset, the cgm error code did not reoccur, and the caller successfully initiated their sensor session.